Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. The product was returned to pentax medical for repair. We the technician checked the returned unit and confirmed that the ocular fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ocular. In addition, we the technician confirmed that the u/d and the r/l pulley wires fluid damage, the cfb (coherent fiber bundle) fluid damage, the lcb distal cover glass fluid damage, the light guide cable coating damage, the lcb (light carrying bundle) broken, the operation channel (primary) buckled, the angle wire play, the bending rubber missing, the insertion flexible tube leak, the light guide cable leak, the lg prong top loose, the u/d and the r/l pulley wires worn out, and the insertion flexible tube collapse; however, they these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Fiber image failure(fluid damage).